Event description:
Clinical report states that patient was revised bilaterally to address cobalt allergy. (Both knees).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The reported product code is manufactured with cobalt cobalt chrome material. The investigation could not draw any further conclusions about the reported patient allergy. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.